Event description:
It was reported that a catheter replacement was performed on (B)(6) 2009 due to dislodgement or migration of the catheter at the distal segment. The catheter was discarded. Prior to the replacement the patient experienced lack of effect, specifically increased spasticity. The patient status at the time of the report was no injury or adverse event. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).